Event description:
It was reported that right ventricular (rv) lead was exhibiting external noise signals which was being sense by the device resulting in oversensing and pacing inhibition for more than 6 seconds. The lead remains in service.